Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens was explanted due to an unexpected outcome. It was reported that the patient had a hard time reading and driving. The lens was explanted and replaced with a non-amo lens.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/21/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported issue could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.